Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was giving an inaccurate temperature. The temperature sensing foley catheter was reading 11.3 degrees celcius, while two esophageal probes read 35.7 and 35.2 degrees celcius. It was later reported that although the temperature sensing foley catheter was still in use in the patient as of (B)(6) 2018, it was no longer being used to record temperature.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the temperature sensing foley catheter was giving an inaccurate temperature. The temperature sensing foley catheter was reading 11.3 degrees celcius, while two esophageal probes read 35.7 and 35.2 degrees celcius. It was later reported that although the temperature sensing foley catheter was still in use in the patient as of 03/20/2018, it was no longer being used to record temperature.